Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016 (B)(4). Summary of investigational findings: based on the investigation it was not possible to conclude the exact root cause for the right renal intimal tear. The intended to treat false lumen will most likely stabilize. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent aorta dissection repair. The procedure was consisted of placement of zteg-2pt-36-26-199-pf and gzsd-36-164-2. On (B)(6) 2015: the 3-month f/u CT angio was examined, and it confirmed enlargement of the false lumen compared with 1-month f/u. No problematic symptoms due to this event has been reported. Additional information received 03nov2015: on (B)(6) 2015: 6-month f/u CT angio confirmed the size of the false lumen has changed compared with 3-month f/u as below. Thoracic: 10.4 mm (3m f/u) to 11.4 mm (6m f/u). Abdominal: 7.3 mm (3m f/u) to 8.1 mm (6m f/u). Patient outcome: no problematic symptoms due to this event has been reported.